Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer has reported that their monitor was not alarming for red spo2 alarms. No adverse events or patient harm have been reported.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.